Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged integrated charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.